Manufacturer narrative:
The lot number was provided for 7 out of 14 malfunctions; therefore, a lot history review has been performed. The samples were not returned to the manufacturer for inspection/evaluation. However, eight medical records, one of which included images, were provided for review. Five of those investigations including the one with images confirmed for malposition of device and patient-device interaction problem. One investigation with medical records was confirmed for patient-device interaction problem and inconclusive for tilt. One investigation with medical records was inconclusive. And one investigation with medical records is pending. For the remaining malfunctions, the investigations remain inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. (Corporate lot number: gfwa0399, gfwd2292, gfua3122, and gfwi3159).

Event description:
This report summarizes 14 malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced malposition of device and patient-device interaction problem. This information was received from various sources. Each malfunction involved a patient with no patient consequences. The 14 patients ranged from (B)(6) years of age and weighed between (B)(6) kg. Of the reported patients, 3 were male and 4 were female. The remaining patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: of the reported 14 malfunctions, one malfunction was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2021-80550. H10: of the 13 remaining malfunctions, two had their product number updated to ec500j. H10: the lot number was provided for 7 out of 13 malfunctions; therefore, a lot history review has been performed. The samples were not returned to the manufacturer for inspection/evaluation. However, thirteen medical records, two of which included images, were provided and reviewed. Eight of those investigations including the two with images confirmed malposition of device and a patient-device interaction problem. Two malfunctions confirmed for patient-device interaction problem and inconclusive for malposition of device. One malfunction inconclusive for both malposition and a patient-device interaction problem. One malfunction inconclusive for patient-device interaction problem and unconfirmed for malposition of device. One malfunction confirmed for patient-device interaction problem and positioning issue(3009). Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfwa0399, gfwd2292, gfua3122, gfwi3159, unknown), g3. H11: b5, h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 13 malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced malposition of device and patient-device interaction problem and malposition of device. This information was received from various sources. Each malfunction involved a patient with no patient consequences. Twelve patients' ages ranged from 39 to 82 years of age and six patients' weighs in range between 79 to 148 kg. Of the reported patients, 6 were male and 6 were female. The remaining patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided for 7 out of 14 malfunctions; therefore, a lot history review has been performed. The samples were not returned to the manufacturer for inspection/evaluation. However, nine medical records, one of which included images, were provided for review. Five of those investigations including the one with images confirmed malposition of device and a patient-device interaction problem. One investigation confirmed a patient-device interaction problem and was inconclusive for malposition of device. One malfunction unconfirmed malposition of the device and was inconclusive for a patient-device interaction problem. One malfunction confirmed malposition of device and was inconclusive for a patient-device interaction problem. One investigation was inconclusive for both malposition and a patient-device interaction problem. For the remaining malfunctions, the investigations remain inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: g4, d4 (corporate lot number: gfwa0399, gfwd2292, gfua3122, gfwi3159, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 14 malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced malposition of device and patient-device interaction problem. This information was received from various sources. Each malfunction involved a patient with no patient consequences. The 14 patients ranged from 39 to 82 years of age and weighed between 79 to 148 kg. Of the reported patients, 3 were male and 5 were female. The remaining patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided for 7 out of 14 malfunctions; therefore, a lot history review has been performed. The samples were not returned to the manufacturer for inspection/evaluation. However, nine medical records, one of which included images, were provided for review. Five of those investigations including the one with images confirmed malposition of device and a patient-device interaction problem. One malfunction confirmed for patient-device interaction problem and inconclusive for malposition of device. One malfunction inconclusive for both malposition and a patient-device interaction problem. One malfunction inconclusive for patient-device interaction problem and unconfirmed for malposition of device. One malfunction inconclusive for patient-device interaction problem and confirmed for positioning issue(3009). For the remaining malfunctions, the investigations remain inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: g1, g4, d4 (corporate lot number: gfwa0399, gfwd2292, gfua3122, gfwi3159, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 14 malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced malposition of device and patient-device interaction problem. This information was received from various sources. Each malfunction involved a patient with no patient consequences. The 14 patients ranged from 39 to 82 years of age and weighed between 79 to 148 kg. Of the reported patients, 4 were male and 4 were female. The remaining patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
The lot number was provided for 7 out of 14 malfunctions; therefore, a lot history review has been performed. The samples were not returned to the manufacturer for inspection/evaluation. However, thirteen medical records, two of which included images, were provided for review. Seven of those investigations including the two with images confirmed malposition of device and a patient-device interaction problem. One malfunction confirmed for patient-device interaction problem and inconclusive for malposition of device. One malfunction inconclusive for both malposition and a patient-device interaction problem. One malfunction inconclusive for patient-device interaction problem and unconfirmed for malposition of device. One malfunction confirmed for patient-device interaction problem and positioning issue(3009). One malfunction is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. For the remaining two malfunctions, the company is still investigating the issue at this time. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. (Corporate lot number: gfwa0399, gfwd2292, gfua3122, gfwi3159, unknown) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 14 malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced malposition of device and patient-device interaction problem. This information was received from various sources. Each malfunction involved a patient with no patient consequences. Twelve patients' ages ranged from 39 to 82 years of age and six patients' weighs in range between 79 to 148 kg. Of the reported patients, 6 were male and 6 were female. The remaining patients¿ age, weight, and gender were not provided.